Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient fell on system causing noise and high threshold on lead. It was consequently capped. Should additional information become available, it will be added to this file.